Event description:
It was reported that the procedure was to treat a perforation in a left anterior descending artery. A 3.5 x 12 mm otw graftmaster was advanced to the lesion to treat a perforation caused by a non-abbott balloon catheter. The graftmaster was deployed, however, there was still a small leak at the distal end of the covered stent. A 3.0 x 12 mm graftmaster was then deployed to successfully seal the leak. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.